Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon shaft was separated during removal. A 10mmx3.50mm wolverine coronary cutting balloon and guidezilla ii guide extension catheter were selected for use. During withdrawal, it was noted that the balloon catheter shaft became separated as it was not compatible with the guidezilla ii. The device was completely pulled out from the patient's body. The device was still intact and there were no fragments left inside the patient. The procedure was completed with another device. No patient complications were reported and the patient was stable post procedure.